Event description:
It was reported that patient experienced pt was at the beach and disconnected to go in the water, sand got into his infusion set tubing causing pt to have to replace the infusion set on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number;reporting site: 8021545;manufacturing site: 3003442380.